Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The patient's blood glucose result was 490 mg/dl. The patient went to the hospital due to the insulin leak. The hospital treated the patient with a serum. No other details were provided. The patient was in the hospital for 4 hours.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.